Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated the cgm was displaying 273 mg/dl. Based on the cgm reading, they administered 2 units of insulin. The patient did not compare the cgm value with a finger stick. After a few minutes, the patient's spouse noticed the patient was not responding to her and had a blank stare look on their face. It was also reported that the patient was lethargic. She checked the patient's finger stick and it was 37 mg/dl. Treatment information was not provided; however, during the time of the report on (B)(6) 2022, the patient was in normal condition and conscious. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.